Event description:
It was reported that the device was returned for repair for an unknown issue. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, and a damaged dso seal. There was no evidence in the event history log. Functional testing was unable to verify or duplicate an unknown problem; however, the device failed accuracy testing. It was determined that the expulsor was the root cause. The expulsor was sanded down, and the lens and dso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.